Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly during visual inspection.

Event description:
Information received by medtronic indicated that the customer went swimming and there was now water in the insulin pump. Customer stated that they saw fluid under the lcd. Customer stated that there were not cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.